Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 04/09/2024, it was reported by a sales representative via (B)(4) that an abs-10060 angel machines laser light seemed to be giving the flashing/light error, which does not go away at times by wiping or reseating the clear plastic housing. This occurred during a case with no effect on the patient.

Manufacturer narrative:
Complaint allegation is not confirmed. One unpackaged abs-10060 serial number gb3192 was returned for investigation. Functional testing results: 60ml of bovine blood with acd-a was processed on the device with standard settings at seven percent hematocrit. The system ran without errors. The device reported outputs of 31ml platelet-poor plasma (ppp), 25ml rbc, and 5ml prp. The prp volume within the syringe was recorded as 4.5ml. Aliquots of the wb and prp were analyzed for cbcs with the heska hematology analyzer (table 1). Note the prp produced had expected cellular concentrations. In conclusion, the complaint could not be replicated. Visual evaluation noted no problems with the device. No problem found. Corrections: h.1 set as n/a. Arthrex previously submitted this event as a reportable malfunction out of an abundance of caution. Upon receiving additional information from the field that clarified the event and evaluation of the returned devices, it has been determined that this event does not meet the criteria of a reportable event under 21 cfr 803.